Event description:
The hcp reported the patient had received a periodic blous at 1401. The pump was reprogrammed with an increased rate and the patient received a second blous at 1412. The patient symptoms were not reported.